Event description:
It was reported that when using the bd pyxis¿ es server, the interface and adt were not communicating. The customer reported that both adt and the interface were not communicating through the es server. Due to the adt and interface communication failure, the customer was unable to view patient and inventory details. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the interface and active directory were not communicating. A technical support specialist found that the server was rebooted three hours ago, and the database server was also rebooted. The issue occurred because several services on server failed to start after the reboot. The tss restarted the affected services and confirmed that patients and orders were processing normally, resolving the issue. The case contact reported that hospital information technology team (hit) rebooted the servers, server was online and ready for structured query language (sql) connections. This confirms the problem was not due to an incorrect reboot order, but rather a performance issue on server that caused service startup timeouts, changed the startup type for the affected services from automatic to automatic (delayed start) and recommended increasing the random access memory (ram) on server from 12 gigabytes to 16 gigabytes and customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.